Event description:
Magellan 3ml syringe with hypodermic safety needle slightly exposed at top of safety cap. Cap would not close fully and encapsulate needle employee stuck with used needle and underwent exposure protocol. Also happened again on (B)(6) 2020 with lot 933654. No employee injured with this malfunction. FDA safety report ID # (B)(4). FDA received date: 02/06/2020.